Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended after being submerged in water. The customer's blood glucose level was 300 mg/dl. Tandem technical support performed a system check and determined that the pump functioned as intended, however, customer maintain allegation that the pump did no function as intended. Reportedly, the customer reverted to manual injections for insulin therapy.